Event description:
It was reported that during a spine surgery the attachment device "overheated". The planned surgical procedure was completed successfully without delay as a spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The reported condition was duplicated and confirmed. Evidence indicates this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).